Event description:
A female admitted as an outpatient to same day surgery underwent a lap chole in 2008. During the procedure, the 5mm end of the conmed mini finesse trocar broke off into the surgical/laparoscopic site in 3 pieces. Two of the 3 pieces were retrieved and removed from the wound. The 3rd piece could not be located despite a diligent search. The product rep was in the ER at the time and was immediately informed. No serious outcome to the pt. Dates of use: 2008. Diagnosis or reason for use: gall bladder disease. Event abated after use stopped or reduced? Yes.